Manufacturer narrative:
Film evaluation summary: summary: the cause of the tip detachment could not be determined from the currently available reported information and limited returned films. Six still pre-implant 3d-CT recon images revealed that the patient had an essentially non-tortuous aortic anatomy, with scattered areas of calcification seen along the length of the aorta. However, the amount of thrombus and anatomical details/sizing of the vessel in cross-section could not be assessed. The access vessels appeared non-tortuous and were only visible distally down to the proximal section of the left and right external iliacs; vessel morphology of the distal aspect of the bilateral access vessels where the detached tip was found to have detached could not be assessed. The approximate flow lumen diameter of the right and left common and external iliac ranged from 8 ¿ 6mm. Several short video clips from angiograms during implant revealed that a single valiant stent graft had been implanted just distal to the lcca and extended across the arch. Prior to deployment, the tapered tip and d-s were gradually curved with no obvious stent graft or delivery system issues observed. A non-contrast video then showed that the tapered tip had detached and was positioned down into the right access vessels, located near the junction of the left external and left femoral artery just above the level of the right femoral head. The tip appeared to have completely detached from the inner member; however, lack of contrast did not allow for assessment of the vessel anatomy at this location. No necking of the inner member or obvious cause was seen from a single site photo of the detached tip. Other than a possible area of stenosis or other flow restriction (~50% vessel reduction) near the location where the detached tip was observed, analysis of the returned films did not reveal any anatomical characteristics that could explain the event. The location where the tip detachment occurred could not be determined, and images during positioning of the d-s through the vasculature and during removal of the delivery system were not provided; additional films have been requested. A device issue cannot be ruled out as a potential cause. The detached tip and delivery system have been returned for investigation and is pending analysis. The results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic thoracic aortic ulcer. It was reported that the stent graft was successfully deployed but after removing the delivery system it was noticed the tip of the delivery system was missing. The tip was found in the iliac artery by imaging. Several capture devices and other interventional devices were used to try to retrieve the tip with prolonged procedure time but this was unsuccessful and the tip ended up entering the femoral artery. It was decided to cut open the femoral artery to remove the tip. It was reported there was damage to the femoral artery during the intervention and a vascular patch repair was also carried out and this extended the surgery time. The event was resolved and the tip retrieved. Per the physician the cause of the event was product related and noted that there was noting unusual noted during the tip capture release, during recapture or the delivery system removal process. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the delivery system and detached taper tip were returned. Inspection of the taper tip indicated that the failure was at the transition between the straight hypotube and the overmoulded square plug. The point of failure appeared to be in line with the end of the tapered fitting. Damage was observed to the taper tip spindle. The tip was cut away from the tip capture lumen. On inspection the plug was visible inside the taper tip. Sem imaging was performed on the taper tip and plug with no abnormalities observed. Analysis of the delivery system and taper tip did not determine the root cause of the detachment. If information is provided in the future, a supplemental report will be issued.